Event description:
The husband of(B)(4) old female pt called into zoll lifecor customer support to report that the battery charger had a loose connector. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem was confirmed. Upon inspection, it was discovered that the charger had a loose power unit connector. The root cause of the loose connector cannot be positively identified but was likely caused by excessive force. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.